Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Event date was unavailable. Device model number, catalog number, serial number, and UDI number were unavailable. Facility name was unavailable. Device PMA/510(k) was unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during the clinical case some of the instruments were showing inaccurate by 1-2 inches in the posterior direction and to the left. It was also reported that the inaccuracy was 1-2 cm, so follow-up is being conducted to clarify the actual amount. The surgeon registered non-sterile with the disposable touch-n-go probe with a 1.9 mm registration error metric. After draping and going sterile, the straight suction and the quadcut blade were both showing posterior by 1-2 inches. It was stated that the inaccuracy occurred from the beginning of the clinical case, with it showing inaccurate even on the patient's nasion when checking prior to draping. It was noted that the surgeon wasn¿t able to recheck accuracy with the touch-n-go probe prior to ending the procedure. It was unknown if there was any impact on patient outcome, but there was no reported impact on patient outcome. It was noted that the site does not use the patient tracker initialization and uses the footswitch to collect registration points. The site has not changed their operating room (or) setup or work flow. There has been no word of recurring issues. No additional information was provided.